Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient did not have any device right now. She was implanted with the trial device on (B)(6) 2016. Trial was taken out on (B)(6) 2016 and patient was scheduled for the permanent implant on (B)(6) 2016. The patient reported she noticed on (B)(6) 2016 some burning sensation. It was more of a burn than a rash like 'something burned me'. At that time patient thought 'oh well, it was probably a little rash' and did not pay much attention. On (B)(6) she began to notice there was a burn on her back. Hcp looked at it and at first they thought she had just a rash, then they thought she had shingles because of the blisters all of her back. Then they thought it was a burn. Nobody knew. It was either (B)(6) her hcp stated 'oh god, we have to get it off your back'. Hcp took the external neurostimulator (ens) off and placed it to her hip instead. Next to her hip, on her skin and they put a big plastic bandage. The patient then began to break out on her hip. The patient also went to hcp on the (B)(6). They removed the trial device on (B)(6) 2016. The patient went to her dermatologist on (B)(6) 2016. The dermatologist stated 'no, it was not shingles, it was not a rash, and you are having a terrible allergic reaction to the little white thing up against your body'. Dermatologist also realized the allergic reaction was also on patient's hip where they moved the ens. The patient and her dermatologist believe she might be allergic to the white box (ens). The patient stated her urologist said he never had patients who had allergic reactions to ens. The patient her back still hurts, she still has blisters on her back. The patient was told by her hcp to call manufacturer to ask what the device was made of. The change in therapy/symptoms was noted as sudden.if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.